Event description:
Orig. Surg. 2002. Original surgery was non-ossifying fibroma from the tibia. Patient did well for 2 weeks. In 2002 patient reported 4 day history of increasing pain and swelling. Inflamed mass directly under the lesion that was tender. Temperature of 38 degrees and a white blood count of 6000. Pellets not visible on x-ray. MRI showed dumbbell shaped mass with fluid signal. Half was in soft tissue and half was "in bone". At surgery, fluid found to be thin and watery. Was a thin lining of paste material easily scrapped off tissues. Frozen section biopsy revealed inflammatory reaction with foci of amorphous material, at least consistent with calcium.